Event description:
It was reported that pump experienced recurring malfunction alarms, with caller describing multiple occurrences of same issue and providing malfunction and fault information while inquiring about out-of-warranty loaner pump options. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to rely on alternate insulin method if necessary.